Event description:
It was reported to boston scientific corporation on january 22, 2021 that a flexiva 200 tractip laser fiber was used in a laser lithotripsy procedure in the kidney performed on january 14, 2021. Reportedly, the laser unit used was a lumenis 100 watt laser console. During procedure, the distal end of the laser fiber, fiber tip, was warm and there was no energy coming from the tip of laser fiber upon activation and the aiming beam was not visible. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a1005 captures the reportable event of fiber overheats. Block h10: investigation results the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 313.9 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 1 mm and appeared degraded. Examination under magnification confirmed the pattern on the tip is consistent with normal degradation. The light from the sma connector was bright and round, indicating no fracture within the fiber connector. No other issues with the device were noted. The reported event of fiber overheating and failure to fire was not confirmed. The exposed glass tip displayed signs of normal degradation and light from the sma connector was bright and round, indicating no fracture within the fiber connector. Although the reported complaint was not able to be confirmed, degradation of the exposed glass tip may have contributed to the reported event. Fibers are consumable devices and intended to degrade with use. The condition of the exposed glass tip is due to procedural use of the device. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 tractip laser fiber was used in a laser lithotripsy procedure in the kidney performed on (B)(6) 2021. Reportedly, the laser unit used was a lumenis 100 watt laser console. According to the complainant, during procedure, the distal end of the laser fiber, fiber tip, was warm and there was no energy coming from the tip of laser fiber upon activation and the aiming beam was not visible. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.